Event description:
It was reported to medtronic neurosurgery that the patient was in pain and felt pressure in their head. According to the report, the patient stated that their shunt pressure had changed.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.